Manufacturer narrative:
No product has been returned for evaluation nor have radiographs been provided to confirm the reported event. Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: "bending, fracture or loosening of implant component(s)..." "Nonunion or delayed union..." No product returned.

Event description:
Received information from patient stating he was informed of screw loosening and was seeking advice from nuvasive to consult with surgeon in regards to current situation. No revision surgery has been reported.